Manufacturer narrative:
Insulin pump received with stripped battery cap coin slot noted. After installing the battery tester the unit shows low power battery sign and no key function due to corroded battery tube spring noted. Pump passed displacement test and rewind test. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had missed bolus alarms when they did bolus. Customer stated insulin pump had reject battery, longer to rewind, battery cap stripping. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.